Manufacturer narrative:
Follow-up # 1; date of submission: 11/30/2016. The device has been returned and evaluated by product analysis on 11/02/2016 with the following findings. A review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the audio bolus button was responsive during investigation and the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.